Event description:
Follow up reported the patient had received assistance from their doctor or representative and their concerns were resolved. It was noted there was an appointment on (B)(6) 2012. Refer to manufacturer report # 3004209178-2012-10676. The patient had two implantable devices.

Manufacturer narrative:
Product ID 748251, serial# (B)(4), implanted: 2004-(B)(6), product type extension product ID 748251, serial# (B)(4), implanted: 2004-(B)(6) product type extension product ID 7438, serial# (B)(4), implanted: 2004-(B)(6), product type programmer, patient product ID 3387-40, lot# j0424862v, implanted: 2004-(B)(6), product type lead product ID 3387-40, lot# j0406018v, implanted: 2004-(B)(6), product type lead. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect. The patient had tremors in his hands that began the day prior to the report. The patient stated he went to a store on (B)(6)-2012 and went through a security gate that "sometimes" shut his stimulation off. It was also reported that the patient's programmer was "not working." The patient "just" changed the battery and a green light was on. The patient tried turning stimulation on and only the green light came on. Additional information was requested, but was not available as of the date of this report. Please see related report #3004209178-2012-10676. The patient had two implantable devices.